Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-02542, 3006705815-2021-02543, 3006705815-2021-02544, and 1627487-2021-14277. It was reported that the patient was experiencing a rash and irritation along most their back. The patient had a wound washout on (B)(6) 2021. No infection was confirmed. Patient was placed on antibiotics as a precaution. As a result the whole system was explanted on (B)(6) 2021.

Manufacturer narrative:
The case of wound wash out was reported to abbott. The patient had a wound washout due to experiencing a rash and irritation along most their back. No infection was confirmed. Patient was placed on antibiotics as a precaution. As a result the whole system was explanted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.